Event description:
It was reported that during a procedure, after drilled the hole for the first anchor, it fell. The anchor initially held but it ended up pulling out when being tied. An additional bone hole was required. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h6, part number and lot number were not provided. Due to product unavailability evaluation was limited. If further information becomes available the complaint may be revisited. This allegation was related to, but separate from, a parent failure that was confirmed for mislabeled product. That product was used in conjunction with a suturefix device reported here. There was no evidence suggesting this product did not pass requirements upon release for use.